Event description:
It was reported that the rigid endoscopic tissue manipulation forceps, reusable had the tip of the device bent and fell off . The issue was observed during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.